Manufacturer narrative:
(B)(4). Boston scientific engineering noted that no data has come through for review. However, a severe corruption of the patient data and counters is indicative of a potential serious hardware issue and loss of power condition. Device replacement would be the recommendation. The device was returned the following day. A thorough analysis was performed. Visual observation did not reveal any anomalies. Telemetry could not be established due to a lower than expected battery voltage. The device case was opened and an external power supply was connected. The device emitted start up beep tones. The device was interrogated again and the clinically reported error messages were reproduced. The root cause was isolated to a cracked solder on the inline battery fuse. This caused intermittent power to the device, which caused the memory corruption to occur.

Manufacturer narrative:
(B)(4). Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the clinic after hearing beep tones from the device. Upon interrogation, the device performed a firmware download. After the download was complete, the clinic nurse noted the patient's name appeared in a different language. At that point, a boston scientific field representative arrived and continued with the interrogation. Device counters showed a total of 32, 556 shocks; however, it was confirmed the patient had not received any shocks. The programmer also showed a red screen indicating that five alerts had been recorded. The field representative continued to navigate through the settings and then another message appeared indicating the device restored to factory settings. The field representative noted the patient was checked in (B)(6) 2017 and the device battery showed 60 percent remaining. The field representative then re-optimized the device and contacted boston scientific technical services (ts). After the field representative printed the interrogation report, there were two additional alerts, therefore a total of seven alerts had been recorded. At this point, the recommendation was to replace the device. When re-interrogating the device in the lab, a red screen appeared again; but this time only showing a charge time alert, which indicates charge times greater than 45 seconds. The patient has denied any recent procedures. The device was explanted and replaced with no additional complications. The device is in transit to be returned for laboratory analysis.